Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193 non-defib lead (B)(6) 2007; 5076 non-defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that there was great variability with device impedance measurements. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
The device was returned, analyzed, and during the analysis the failure on the hybrid disappeared. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator date was (B)(6) 2013. (B)(4).